Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: stent: xience prime 2.25 x 28 mm, 3.0 x 28 mm. There was no reported device malfunction and the product was not returned. Occlusion and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4). A partial UDI is being reported because the lot number was not provided. The 2.25 x 28 mm and 3.0 x 28 mm rx xience prime stents are being filed under separate medwatch MFR numbers. The restenosis occurring on (B)(6) 2013 was previously filed under MFR# 2024168-2014-01628 and 2024168-2014-01629.

Event description:
It was reported that on (B)(6) 2013, a 2.25 x 28 mm xience prime stent was implanted in the mid left anterior descending (lad) artery and a 3.0 x 28 mm xience prime stent was deployed in the proximal lad to treat a total occlusion. On (B)(6) 2013, the patient presented to the hospital with angina, and angiogram revealed in-stent restenosis, which was treated with deployment of a 3.5 x 26 mm non-abbott stent implant in the proximal lad and a 2.5 x 38 mm xience xpedition in the mid lad. On (B)(6) 2014, one year follow up was performed and no adverse effect and no device malfunction had developed. On (B)(6) 2014, in-stent restenosis, occlusion had developed in mid lad which was treated with a 3.0 x 30 mm non-abbott drug eluting stent (des). On (B)(6) 2014, the event was resolved without patient sequela. On (B)(6) 2015, in-stent restenosis in proximal to mid lad was developed and treated with balloon angioplasty. The patient was prescribed aspirin 100mg/day before the index procedure to (B)(6) 2015 due to the end of the dosing period. Clopidogrel 75mg/day ongoing before the index procedure. There was no reported adverse patient sequela and the restenosis was resolved. No additional information was provided.